Event description:
Pt fractured right femoral nexk on 6/17/1997. Fracture went to non-union and was revised to an intertrochanteric osteotomy with subject plate on 2/26/98. Plate noted as broken along with non-union of osteotomy on 10/16/1998. Plate was removed during revision surgery on 10/21/1998.

Event description:
Plate implanted on unknown date broke post-operatively. It is unknown if this device has been removed from the patient.